Event description:
It was reported that during an angiogram procedure, sheath damage occurred. The lesion was accessed via the brachial artery. At the end of the procedure during device withdrawal, a piece of the tip of the 4 fr x 11 cm super sheath "flaked/cracked off". The event occurred outside of the patient. The procedure was successfully completed with this device. No patient complications were reported. Patient status is reported as "fine".